Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak glucose of 300 mg/dl for approximately three hours, accompanied by device alerts for glucose above 300 mg/dl for over 90 minutes, attributed to an infusion occlusion associated with a prefilled cartridge issue; the user replaced the infusion set and cartridge, after which the occlusion resolved and glucose returned to target. Symptoms included high blood glucose without reported dehydration, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for backup therapy, no ketone testing, and no medical intervention or assistance. Investigation included troubleshooting with full supply change and education on cartridge handling and infusion setup. Investigation of this case revealed an infusion delivery issue consistent with occlusion in the cartridge, which was corrected by site and cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion occlusion related to cartridge air management.